Manufacturer narrative:
The catheter was returned to the manufacturer for evaluation. Testing found that the catheter was bent and had visual evidence of thermal stress. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(4), ubd: 03-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation procedure, the catheter was noted to be slightly bent. The reported issue occurred after the first catheter was inserted and the second catheter was noted to be bent. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.